Event description:
Pyoarthritis. Info was received on 08-apr-2003 from a consumer's family member regarding a pt with a history of osteoarthritis. The pt received "a synvisc application in the femur" in 2003. The following day, the pt experienced pain and was hospitalized. The pt was diagnosed with "pyoarthritis caused by the synvisc application". A "punch biopsy" and a 14-day culture were performed (dates unk) and no bacterium was identified. A blood examination was performed (date unk) and was "indicative of infection/inflammation", but "not indicative of an allergy". The pt was hospitalized for one month. The pt was treated with antibiotics (unspecified and dates/duration unk). In 2003, the pt was discharged from the hosp and at that time, "pain was still present, more intense, and the pt could not walk by themselves". At the time of this report, the pt's clinical outcome is unk. Manufacturer's comment: "synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequately to conservative nonpharmacologic therapy and simple analgesics, e.g., acetaminophen".